Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the internal feeding tube. The customer reports that a staff nurse was about to insert a feeding tube into a pt. The nurse obtained a tube from the supply cart. The feeding tube was a dubbhoff which is not the regular feeding tube that the facility utilizes. Upon insertion, the staff nurse had difficulty pulling out the guidewire. The blue plastic cover on the tip of the guidewire stylet broke off, and the wire became embedded into the staff nurses thumb. The splinter-like piece of the wire was removed by a nurse practitioner. It was determined that this was an incorrect feeding tube that had been provided by the hospital's distributor/vendor which is different than what the staff was accustomed to in the facility. The staff had not been in-serviced on the particulars regarding this type of ft, feeding tube. The plastic package of the ft has a warning in bold black letters that states: "attention: please activate hydromer coating prior to stylet removal".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.